Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient; product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had their internal neurostimulator (ins) replaced due to the ins no longer working on (B)(6) 2014. It was noted the replacement was possibly due to overdischarge.

Event description:
It was reported the patient did not have concerns with their device or therapy. It was noted the patient had a question regarding the implant battery.